Manufacturer narrative:
The returned device was evaluated with an 0x14 occlusion alarm was generated by the pod, and timeouts were seen in the download data. Investigation of the drive mechanism found damaged threads on the bottom section of the lead screw. This indicates tube nut binding on the lead screw. Minor scratches were seen on the tube nut below the clutch spring, which indicates tube nut-reservoir cap interference. However, the ratchet gear rotated normally when the sma wire assembly was actuated with an external voltage source, and no timeouts or hazard alarm was generated when the pod was reset and 192 pulses were delivered. The exact cause of the 0x14 occlusion alarm could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34; warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that they received an occlusion alarm during wear. Blood glucose levels reached 275 mg/dl. Pod was worn on the hip/buttocks for less than 1 hour.